Event description:
Mother of a male, reported patient experiencing low blood glucose of 50's mg/dl. His normal range is 120-150 mg/dl. In 2006, patient's blood glucose was 168 mg/dl and 45 minutes later it was 48 mg/dl. Patient ate candy to address the low blood glucose issue. She indicated that patient had been experiencing low blood glucose of 70-90's mg/dl at night. Mother stated that she programmed the infusion device to deliver a temporary basal rage at 60-70% at night. She indicated patient would wake up with normal blood glucose. Mother reported giving patient 15cc of maple syrup when blood glucose was 70-90 mg/dl. She indicated that the infusion device appeared to be priming faster than other infusion devices. Mother reported patient experiencing shakiness as a result of the low blood glucose. Product was requested to be returned for evaluation.